Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the this phenomenon was attributed to the contact failure at electrical contacts of the output connector socket of the subject device and/or the video connector of the used endoscope, or the connection failure of the light source cable. It was presumed that due to these contact/connection failures, the communication failure between the subject device and the endoscope occurred, and consequently the scope communication error b30 occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event.